Event description:
Implant fracture.

Manufacturer narrative:
Implant regio 37 fractured. Unknown construction was placed on the implant. Patient suffered from periimplantitis following bone loss and implant instability. Material analysis concluded permanent unilateral overload of the prosthesis.

Event description:
Implant fracture.